Manufacturer narrative:
Batch review performed on 23 feb 2026. Instrument lot 2532556: 75 items manufactured and released on 22 dec 2025. Expiration date: 10 dec 2030. No anomalies found related to the problem. To date, 31 items of the same lot have been sold with no similar reported event during the period of review. Mat 82418: 962 items manufactured and released 23 july 2025. To date, two similar events have been reported on the same lot during the period of review. Conclusions: based on the available information, no definitive root cause can be identified. The device history record review did not reveal any manufacturing-related issues. The breakage is most likely attributable to intraoperative factors (e.g., bone quality, drilling angle, bending/redirection, axial or torsional forces, surgical handling). There is no objective evidence of a manufacturing, material, or design defect. Additionally, r&d performed mechanical tests on both disposable and reusable k-wires. In no cases were we able to replicate the reported breakage; only wire deformation was observed when the wire was intentionally used improperly. Under normal use conditions, no breakage occurred. However, the information available is insufficient to conclusively confirm or exclude any specific cause. Correction/additional information: - d4 - h5 - h8 - batch review and conclusions.

Event description:
While drilling the central hole for the baseplate component, the k-wire fractured. The broken fragment could not be retrieved, and the surgeon decided to leave the fragment in the patient. The surgery was prolonged by about 30 minutes.

Manufacturer narrative:
Batch review performed on 23 feb 2026. Instrument lot 2532556: (B)(4) items manufactured and released on 22 dec 2025.expiration date: 10 dec 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mat 82418:(B)(4) items manufactured and released 23 july 2025. To date, two similar events have been reported on the same lot during the period of review. Clinical evaluation by our clinical affair department. During drilling of the central hole for the baseplate component, the kwire fractured. It was not possible to remove the broken fragment, so the surgeon left it in the patient. Since the evaluation was performed in only one projection, a complete assessment cannot be made from this single view. In any case, it appears reasonable to assume that both the fragments and the kwire remain inside the bone. The instrument is made of surgical grade stainless steel, but it is not approved for long term implantation. Therefore, secondary adverse events cannot be completely excluded. Nevertheless, it is understandable that attempting to retrieve the fragment would have been demanding. Root cause: based on the available information, no definitive root cause can be identified. The device history record review did not reveal any manufacturing-related issues. The breakage is most likely attributable to intraoperative factors (e.g., bone quality, drilling angle, bending/redirection, axial or torsional forces, surgical handling). There is no objective evidence of a manufacturing, material, or design defect. However, the information available is insufficient to conclusively confirm or exclude any specific cause.